Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system was per formed as part of (B)(4) investigation and found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704.trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate.dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient received a left attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. On (B)(6) 2020, the patient underwent a left knee revision to address pain, tibial tray migration, and tibial tray loosening at an unspecified interface. The surgeon indicated the tibial tray had eroded through the posterior lateral tibial cortex. The fracture fragment from the medial tibial plateau was softened and it was excised in its entirety for exposure. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products and depuy cement x 4. There were no indicated intra-operative complications. Doi: (B)(6) 2018. Dor: (B)(6) 2020. Left knee.